Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check electrode belt messages) has been confirmed. Upon eval the brown (lead 1-) wire was broken near the hex crimp ferrule, causing the reported alarms. The root cause for the broken wire could not be positively identified but was likely excessive force on the electrode belt trunk cable. No adverse event resulted from the broken wire. The pt ended use and therefore did not receive a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust bel or check belt messages. The pt ended use and was therefore, not provided with a replacement electrode belt.